Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to obtain the patient's ECG waveform while in standard ECG or paddles lead ECG during an event. The customer advised that medical personnel had been dispatched to a potential cardiac arrest call. When they arrived, they observed that the patient was actually syncope. Medical personnel then connected the patient to their device in order to monitor the patient. Initially they wanted to perform a 12-lead ECG but nothing appeared on the display. The crew then replaced all the electrodes and tried unplugging the cables, then plugging them back in, but that did not resolve the reported issue. As a result, the need for therapy and/or ability to provide therapy could have been delayed or prevented, if it had been necessary. The crew then cycled the devices power and when the it powered back on, they were able to obtain a tracing. A backup device was available from a second crew arriving on scene to assist; however, there was no indication that the backup device was needed (or used) during the event. The patient survived the event and there were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ 00883873871690.

Event description:
The customer contacted physio-control to report that their device was unable to obtain the patient's ECG waveform while in standard ECG or paddles lead ECG during an event. The customer advised that medical personnel had been dispatched to a potential cardiac arrest call. When they arrived they observed that the patient was actually syncope. Medical personnel then connected the patient to their device in order to monitor the patient. Initially they wanted to perform a 12-lead ECG but nothing appeared on the display. The crew then replaced all the electrodes and tried unplugging the cables, then plugging them back in, but that did not resolve the reported issue. As a result, the need for therapy and/or ability to provide therapy could have been delayed or prevented, if it had been necessary. The crew then cycled the devices power and when the it powered back on they were able to obtain a tracing. A backup device was available from a second crew arriving on scene to assist; however, there was no indication that the backup device was needed (or used) during the event. The patient survived the event and there were no reports of adverse effects to the patient as a result of the reported issue.